Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's training went well, but her blood glucose level went up to 4ll mg/dl. Customer went to the emergency room and was admitted to the intensive care unit with spilling ketones. Customer declined being transferred to the help line. Customer took out the infusion set and the cannula was bent. Customer changed her set and all is good now. Customer stated that when the pump gave her a bolus, she did not hit the act button. Customer knows better now. Customer has not done carelink yet. No additional information provided.